Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had blank display screen. The blood glucose was 248 mg/dl at the time of the incident. The customer put new battery and was not responding. Customer declined troubleshooting for the blank display. Customer advised to monitor the insulin pump. The insulin pump will not be returned for analysis.